Event description:
The customer contacted physio-control to request parts info to replace the device's hard paddles and therapy connector. The customer reported that a pin broke from the hard paddles into the therapy connector. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part numbers, and ordering info to replace the hard paddles and the therapy connector. The removed parts will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.